Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced loss of lock. External equipment was exchanged; however, the issue was not resolved. Device revision surgery is under consideration.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another cochlear device.

Manufacturer narrative:
The external visual inspection revealed a dent in the bottom cover. In addition, the electrode was severed near the electrode ground ring prior to receipt which is believed to have occurred during revision surgery. The photographic imaging inspection revealed disturbed wirebonds at the digital chips. System lock could not be obtained at any spacing. The no lock condition prevented several of the electrical tests from being performed. The device passed one of the electrical tests performed. The residual gas analysis test revealed nitrogen above the limit. It is believed that this device was non-hermetic. Due to the presence of moisture getter, no signs of moisture were observed. This is not believed to be related to the return reason. The open device visual inspection confirmed disturbed wirebonds at the digital chips, and shorted wirebonds at several pins. The scanning electron microscopy analysis revealed cracked conductive epoxy at the feedthru pin connections across all channels. The reported complaint of loss of lock with the device was verified during this analysis. The device was received with cracked conductive epoxy joints and a dented bottom cover. In addition, multiple wirebonds were shorted at the digital chip, which also can attribute to loss of lock issues. A CAPA was initiated. This is the final report.

Manufacturer narrative:
The external visual inspection revealed a dent in the bottom cover. In addition, the electrode was severed near the electrode ground ring prior to receipt which is believed to have occurred during revision surgery. The photographic imaging inspection revealed disturbed wirebonds at the digital chips. System lock could not be obtained at any spacing. The no lock condition prevented several of the electrical tests from being performed. The device passed one of the electrical tests performed. The residual gas analysis test revealed nitrogen above the limit. It is believed that this device was non-hermetic. Due to the presence of moisture getter, no signs of moisture were observed. This is not believed to be related to the return reason. The open device visual inspection confirmed disturbed wirebonds at the digital chips, and shorted wirebonds at several pins. The scanning electron microscopy analysis revealed cracked conductive epoxy at the feedthru pin connections across all channels. The reported complaint of loss of lock with the device was verified during this analysis. The device was received with cracked conductive epoxy joints and a dented bottom cover. A CAPA was implemented. In addition, multiple wirebonds were shorted at the digital chip, which also can attribute to loss of lock issues. A CAPA was implemented. This is the final report.